Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error and unexpected restart. The customer¿s blood glucose level was 161 mg/dl at the time of the incident alarmed. The customer stated that the insulin pump had an unexpected restart followed by a motor position encoder error after rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error alarm and unexpected restart error due to motor error alarms.